Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary- the device was returned and analyzed. No anomalies were found. Concomitant product: 5076-45 lead, (B)(6) 2010; 4196-88, (B)(6) 2010. (B)(4).

Event description:
It was reported that the device did not last five years and it was at elective replacement indicator (eri). The device was removed and replaced. No patient complications have been reported as a result of this event.